Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) and upgraded display panels and backlight inverter pcbs. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had an upper erratic display. The ventilator was not in use on a patient at the time the event occurred.